Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: constant reload cassette alert. Used multiple cartridges to troubleshoot. Loud audible hum after initial sound when loading cartridge. Occurred during: set up. Patient harm: no stop active infusion: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (vr assembly). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device was returned for vr failure. During initial testing the pump was able to perform pre-infusion self checks to completion and performed several infusions at varying speeds. An internal investigation was performed and it was found the press fit ring of the resistor drive housing had come loose and was jamming the spring partially. No additional damage was identified.